Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had motor error alarm. Customer stated that drive support cap was normal. Customer stated that the insulin pump had button error alarm. Customer was able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with motor error alarm during basic occlusion test and compromised force sensor system alarm during prime test due to moisture damage inside force sensor resistor. Motor passed motor test. Device passed excessive no delivery test and no unexpected no delivery alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked.